Manufacturer narrative:
All available information was investigated, and the reported leak issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated. A cause for the reported leak could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and the dilator removed when it was noted air was visible in the hemostatic valve. Aspiration was performed and the sgc was removed and replaced with a new one. An xtr clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however the mean pressure gradient increased to 7mmhg therefore the clip was not implanted. An attempt was made with a ntr cds however the same issue occurred therefore the clip was not implanted. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.